Event description:
A malfunction alarm, identified as malf 9, was reported with no notable events occurring prior to the malfunction. There was no adverse impact to the customer's blood glucose level. Technical support provided pump reset information and assisted the customer in resetting the pump, after which the malfunction did not recur. The customer understood the instructions and was advised to contact technical support again if the issue reappeared.